Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-06884. The patient is implanted with two leads and the manufacturer is unable to know which lead is liable thus both leads are reported. It was reported the patient suffered a fall and one of the leads had migrated. The patient underwent surgical intervention on (B)(6) 2018 where one lead was removed and replaced. Postoperatively, effective stimulation has been restored.